Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise. It was noted that the patient also has a balloon pump. Troubleshooting was performed and the noise could not be re-produced. Technical services (ts) was consulted for device date review. Ts reviewed and confirmed there was noise not long after implant on the shock electrogram (egm) and right ventricular (rv) egm which was being oversensed however, there was no inappropriate therapy as a result. The noise does not appear to be impacting the rv/lv pacing percentage. Ts did note that there was an increase in the patient's heart rate between july and august with a drop in atrial and bivp pacing. Ts provided troubleshooting options as suggested replacing the lead if the noise is reproducible. At this time, the lead remains in service. No adverse patient effects were reported. Additional information was received which reported troubleshooting was performed however, the noise could not be recreated. At this time, the device remains in service. No adverse patient effects were reported.